Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comments that the stylus touch-pen of the device would not calibrate and that the power cord bay was broken. It was also noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer would not calibrate, and the tabs on the power cord compartment were broken. The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement.